Event description:
It was reported that shortly after implant the patient¿s mother passed away and she had to bend over and lift things. Stimulation changed and the patient didn¿t have as much coverage for her left leg. In the prior 2 months, the patient was in extreme pain and her leg hurt all the time. She was unable to lift it as well. The patient called her physician and went to see her primary care physician, who suggested she have an MRI of her spine. Compatibility guidelines were given. Information regarding the results of the MRI, interventions and outcome was requested. If received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that there was pain on the left side of the leg. There was going to be an MRI for the back in regards to the issues noted. The patient noted it was not related to the implant. The patient only had the implantable neurostimulator recharger (insr) present at the time of the report and did not have access to the patient programmer. The event cause was not determined and reprogramming was not needed. The patient recovered without permanent impairment. The healthcare provider (hcp) had seen the patient at the hospital and the patient informed them that they were doing really well.